Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that air bubbles were observed within the tubing. Customer primed the tubing to address the issue. The customer reported their blood glucose (bg) level as ¿high¿, specific value was not provided. A manual injection was administered to address bg level.